Event description:
Bayer case number: (B)(4). Acute and chronic cervicitis [cervicitis]. Case narrative: this spontaneous case was reported by a lawyer and describes the occurrence of cervicitis ("acute and chronic cervicitis") in a 37-year-old female patient who had essure inserted. The patient had a medical history of hpv infection, chronic bronchitis, sleep apnea and hyperlipidemia in 2024, ventral hernia repair, hsv infection, helicobacter pylori infection, abdominal pain, nonalcoholic fatty liver disease, hepatic disease, left upper quadrant pain, hemangioma of liver and gastroesophageal reflux disease in 2023, vitamin d deficiency in 2021, neck pain in 2020 and asc-us (ascus with positive high risk hpv cervical (B)(6) 2024), obesity, stress urinary incontinence ((coughing, sneezing, laughing, upon standing, with lifting, housework and coitus.), chronic lumbago, cervical root syndrome, sciatica, cervical radiculopathy, anxiety, hypertension, type ii diabetes mellitus (current use of insulin (hcc) (B)(6) 2023), fibromyalgia, hyperglycemia, nickel allergy, abnormal uterine bleeding, dysfunctional voiding, urge incontinence, dyspareunia, dysmenorrhea, menorrhagia and pelvic pain. The patient had a family history of multiple sclerosis, hypertension and asthma. The only concomitant product mentioned was ozempic (semaglutide). Essure was removed on (B)(6) 2024. On an unknown date, the patient had essure inserted. On an unknown date she experienced cervicitis (seriousness criterion intervention required). The patient was treated with surgery (robot-assisted hysterectomy, bilateral salpingectomy, cystoscopy.). At the time of the report, the outcome of the event was unknown. The reporter considered cervicitis to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 33.9 kg/sqm. [Pathology test] (date unknown): - benign cervix with mild chronic cervicitis. Benign endocervical polyp. Benign endometrium, negative for hyperplasia or malignancy. Small leiomyoma. Benign fallopian tubes including paratubal cyst. Essure devices present. Uterine weight is 192 grams. Quality-safety evaluation of ptc: for essure: the complaint reason is a known phenomenon for this product and is taken into account in the device risk assessment. Trend analyses of the complaint reasons are reviewed regularly. The trend analysis shows that none of the cases where these medical events were reported were associated with a confirmed quality defect case comments: based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report. In case a sample is received the investigation might lead to destruction of the sample if required to perform a proper analysis.